Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient presented with following pre-op diagnoses: severe lumbar degenerative disk disease, intractable back pain, and radiculopathy, l4-5 and l5-s1. For which, patient underwent following procedures, left inferior laminotomy of l4 and superior laminotomy of l5 for decompression of traversing l5 nerve root. Left inferior laminotomy of l5, superior laminotomy of s1, medial facetectomy and foraminotomy for decompression of the exiting l5 and traversing s1 nerve roots. Insertion of transpedicular hardware bilaterally at l4, l5 and s1. Posterolateral arthrodesis using compression resistant matrix augmented with bone morphogenic protein, local morselized bone graft, and cancellous chips. Per op notes, posterolateral arthrodesis was completed using bone morphogenic protein sponge wrapped around master graft compression resistant matrix augmented with local morselized bone graft and cancellous chips. This spanned the decorticated l4, l5 and sacral ala and was performed bilaterally. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.